Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent right heart catheterization due to inaccurate measurement. The sensor was recalibrated.

Event description:
Additional information received identified accurate readings were observed and the issue resolved following a recalibration.